Event description:
On (B)(4), 2013 additional programming history was received for the patient. Although surgery is likely, it has not occurred to date.

Event description:
An implant card was received which indicates the patient had replacement surgery on (B)(6) 2013 due to battery depletion. No other information has been received.

Event description:
On (B)(6) 2012, it was reported that the vns patient had been experiencing an increase in seizures that day. The patient's settings were noted to be output=2.25ma/frequency=30hz/pulse width=250usec/on time=21sec/off time=3min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=250usec. A diagnostics test performed that day showed output=ok/lead impedance=ok/impedance value=1746ohms/ifi=yes. Previously in (B)(6) 2009, the patient was noted to have brief seizures, then 2 per month of complex partial seizures (cps) and 1 tonic clonic seizure on (B)(6) 2010, and multiple seizures with cycle on (B)(6) 2012. The patient started diamox on the visit dated (B)(6) 2012. Good faith attempts for further information from the physician were made but no additional information was received. The patient was referred for battery replacement surgery due to the ifi=yes. Although surgery is likely, it has not occurred to date.